Event description:
It was reported that the user encountered an ¿invalid code¿ error when attempting to pair a dexcom g7 continuous glucose monitor (cgm) sensor after inadvertently switching the settings to g6; support guided the user to select the correct sensor type and the sensor was then started successfully. No adverse clinical signs, symptoms, or conditions were reported. Outcomes included no alerts or alarms, no medical intervention, and successful device use after guidance. User support included user education and troubleshooting through customer support. Investigation of this case revealed user setup error related to incorrect sensor type selection, with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was user error resolved by corrective instruction.